Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the abnormal sound inside the device occurred due to a defective printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus high flow insufflation unit due to an abnormal sound coming from the interior of the unit. According to the initial reporter, this event did not take place during a procedure. During the device evaluation, it was discovered that there was occasionally no air supply from the unit. This report is being submitted to capture the intermittent lack of air supply noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. One of the unit¿s dampers was found damaged, and that caused the reported noise. Additionally, due to a defective printed circuit board, the unit was intermittently not producing an air supply. If additional information becomes available following the device evaluation, a supplemental report will be filed.